Event description:
Palpitations [palpitations], elevated blood pressure [blood pressure high], dizziness [dizziness]. Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. This unsolicited case from united states was received on 10-aug-2016 from a pharmacist via food and drug administration (regulator reference number: mw5062131). This case concerns a male patient who received treatment with synvisc one and later after unknown latency, experienced dizziness, palpitations and had elevated blood pressure. No past drugs, medical history and concurrent conditions were provided. The patient's concomitant medications included levothyroxine sodium (synthroid), trupleflex and milk thistle. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml (batch/lot number: 5rse033, indication, frequency and expiry date: not provided). On an unknown date, after unknown latency, the patient had dizziness, palpitations and had elevated blood pressure. It was reported that the patient went to the emergency room and was treated with diphenhydramine hydrochloride (benadryl), pepcid and fluids. Action taken: unknown corrective treatment: diphenhydramine hydrochloride (benadryl), pepcid and fluids for palpitations, diphenhydramine hydrochloride for dizziness and diphenhydramine hydrochloride and fluids for elevated blood pressure. Outcome: unknown for all the events. A global pharmaceutical technical complaint was initiated and ptc results were pending for the same. Seriousness criteria: hospitalization/prolongation for all the events pharmacovigilance comment: sanofi company comment dated 22-aug-2016: this case concerns a patient who received synvisc one and afterwards was hospitalized due to dizziness, palpitations and elevated blood pressure. Due to the minimal information received, a causal role of product cannot be denied from occurrence of events, however, the lack of information regarding temporal gap, patient's medical history, concurrent conditions, injection technique and the conditions under which synvisc was injected precludes the complete case assessment.